Event description:
The phlebotomist was disposing of a used needle into a bd sharps container - allegiance cat. No. B3020-1. The phlebotomist inserted the needle into the opening of the sharps container and did not push down to the end of the stroke to dispose of the needle. When the phlebotomist withdrew the holder, the needle was still attached and a needle stick occurred.